Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during basal delivery. The drive support cap did not appear to be damaged. The insulin pump was not exposed to a strong magnetic field. The blood glucose reading was 300 mg/dl. The insulin pump failed the displacement test.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.